Manufacturer narrative:
This medwatch report is for the aviva suspect system used. Reference medwatch report with (B)(4) for the advantage suspect system used.

Event description:
Reporter alleged obtaining a result of 338 mg/dl on the advantage system compared back to back with a result of 133 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Boston scientific crm received information that during implant, this pacemaker failed to pace. With the pocket still open, the device was interrogated - the device was observed to be in ert (elective replacement time) status so it was explanted and replaced. No adverse patient effects were reported - the patient is pacemaker dependent and was using a temporary pacemaker during the implant procedure.